Event description:
It was reported by the edwards territory manager that during procedure, after the ascendra sheath was inserted, the sheath was leaking from the hemostasis valves. Pulsatile flow was noted from the sheath. The guidewire was coaxial within the sheath. The patient did not require transfusion. The case was continued and the delivery system was inserted through the sheath. No leakage was noted with the delivery system in the sheath. The valve was deployed successfully. Upon removal of the delivery system from the sheath, the sheath was leaking again as noted prior to insertion of the delivery system.

Manufacturer narrative:
The device was returned to edwards for evaluation; however, the evaluation is not yet complete. Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The ascendra introducer sheath was returned to edwards in a used condition. Visual inspection of the returned sheath noted that all 3 seals were present and installed in the correct orientation and no tearing or damage was observed on the cross slit valve. A small leak was observed during flushing with the guidewire inserted coaxially within the sheath. Functional testing was performed and a hemostasis leak test per the dv test report was performed and the leak rate met specification with the guidewire in place. A DHR was performed and none of the work orders revealed any issues that could have contributed to this complaint the manufacturing process has the following inspections to mitigate against sheath leakage: 100% visual inspection under 2.5x magnification for damage, 100% inspection that valves are placed properly and seated flush against one another with no visible distortion, and 100% visual inspection of all sheath sub-assemblies. The seal components are also sampled for inspection to be free of voids, cracks and misfills. These inspections make it highly unlikely that a manufacturing non-conformance could have caused a leak. A leak was confirmed on the returned device; however the amount of leakage was within specification. All testing and visual inspection on the complaint device did not reveal any indication of a manufacturing non-conformance. It should be noted that the procedure was still completed and did not result in any additional intervention or patient harm. The complaint was confirmed but no manufacturing non-conformances were found in the returned sample. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Review of complaint history did not reveal that occurrence rate exceeds control limits for (B)(4) 2013 for this failure mode. Therefore, no further corrective or preventative action is required.